Manufacturer narrative:
The reported event was unconfirmed. Received 5 unopened hydrosil go catheters for evaluation. The samples were visually inspected for printing information in the package, completed package sealing without openings and free of damages (holes, perforations, tears, pleats or channels). During the visual inspection no defects were found in the samples. Per the functional evaluation, all samples were found within specification for the lubricity testing. The specification for this catheter is less than 0.400 cof, and the results were: 1- 0.156 cof; 2- 0.225 cof; 3- 0.127 cof; 4- 0.122 cof; 5- 0.131 cof. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "device description the hydrosil go intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex does not contain dehp indications for use the hydrosil go intermittent urinary catheter is intended for urological use only. It is intended for use by adult female patients for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra". (B)(4).

Event description:
It was reported that some of the devices within the case lacked lubricity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some of the devices within the case lacked lubricity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some of the devices within the case lacked lubricity.